Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) packaging was returned. It was noted that the outer box, and outer vial were returned. The vial is noted to already be opened. The inner vial and its components were missing from this vial. The implant is not alleged to have been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging complaint). Device history record (DHR) review was completed for the subject lot number 1245170. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. It was noted all packaging visually inspected contained all inner components prior to sterilization. Complaint history review was performed for the reported lot number (1245170) for similar event and no other complaint was identified utilizing keyword(s) incorrect component quantity. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, as the returned packaging was already opened.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that during the surgery, while opening the implant (inner box) found out that it was empty and there was no implant inside. Doctor finished the procedure placing other implant in the same surgery